Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D4. Medical device lot#: 3095927. D4. Medical device expiration date: 12-jan-2024. H4. Device manufacture date: 05-apr-2023.

Event description:
Report 2 of 5 it was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), patient received a molecular false positive for c. Tropicalis. Results were reported to physician, but treatment was not changed. The following information was provided by the initial reporter: "bactec 442023 lot 3095927 and 3102728 molecular false positive what is the biofire (or other manufacturer) catalog number? Rfit-asy-0147. 2.18/9/23-1-enterobacteriaceae, k. Pneumoniae. Gram stain result and culture: 2- gram negative rod- k.pneumoniae (culture). Doctor did not believe the c. Tropicalis result because patient did not have symptoms of yeast infection."

Manufacturer narrative:
H.6. Investigation summary: catalog: 442023 batch no.: 3095927. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batches have been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batches history record review results.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), patient received a molecular false positive for c. Tropicalis. Results were reported to physician, but treatment was not changed. The following information was provided by the initial reporter: "bactec 442023 lot 3095927 and 3102728 molecular false positive what is the biofire (or other manufacturer) catalog number? Rfit-asy-0147. 2.18/9/23-1-enterobacteriaceae, k. Pneumoniae gram stain result and culture: 2- gram negative rod- k.pneumoniae (culture). Doctor did not believe the c. Tropicalis result because patient did not have symptoms of yeast infection."

Event description:
Report 2 of 5. It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), patient received a molecular false positive for c. Tropicalis. Results were reported to physician, but treatment was not changed. The following information was provided by the initial reporter: "bactec 442023 lot 3095927 and 3102728 molecular false positive. What is the biofire (or other manufacturer) catalog number? Rfit-asy-0147. 2.(B)(6) 2023-1-enterobacteriaceae, k. Pneumoniae. Gram stain result and culture: 2- gram negative rod- k.pneumoniae (culture). Doctor did not believe the c. Tropicalis result because patient did not have symptoms of yeast infection."

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k222591. D4. Medical device lot#: unknown . D4. Medical device expiration date: unknown . H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.